Manufacturer narrative:
Supplemental report submitted with results of evaluation. It was determined the phantom fowler motion was due to a pinched siderail cable.

Event description:
It was reported that fowler had phantom motion due to a pinched siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that fowler had phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.